Event description:
Customer reported that the insulin pump alarmed motor error during basal. Device was not exposed to a magnetic field. Customer does not use the sensor feature. Customer stated that the device went blank. Blood glucose value is 142 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.